Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that this programmer failed to close out of the about screen. Upon touching the close button, it did not work. This has a touch screen firewall issue. During the investigation, the touch screen on this programmer determined that there was a de-sensitized section of the screen where the close button resided for several screens, including the about screen. This is a hardware error. This programmer was out of service. No patient involvement.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that this programmer failed to close out of the about screen. Upon touching the close button, it did not work. This has a touch screen firewall issue. During the investigation, the touch screen on this programmer determined that there was a de-sensitized section of the screen where the close button resided for several screens, including the about screen. This is a hardware error. This programmer was out of service. No patient involvement.

Event description:
It was reported that this programmer failed to close out of the about screen. Upon touching the close button, it did not work. This has a touch screen firewall issue. During the investigation, the touch screen on this programmer determined that there was a de-sensitized section of the screen where the close button resided for several screens, including the about screen. This is a hardware error. This programmer was out of service. No patient involvement.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.